Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual and dimensional assessment was performed which confirmed that the laser marking was not applied in accordance with specifications. The energy from the laser embrittles the carbide material, making it easier to fracture. Per the specification, the laser mark is not to intersect with the distal bearing in the attachment as this is where sideload on the shaft is the greatest. This device was marked one-half inch outside of the specification which allows the marked section of the shaft to align with the distal tip bearing of the attachment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to operator error in the manufacturing process. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during a lumbar distectomy surgery "the burr broke" while being used with an attachment device. The reporter stated that "when downward pressure was applied to the bone, the burr broke". The reporter stated that part of the cutter device was still stuck in the attachment device and a "piece of the burr fell into the patient". The reporter stated that the surgeon "retrieved the piece with forceps". The reporter stated that all pieces were retrieved from the patient. The reporter stated "no additional anesthesia was required" and that there was less than a thirty second delay in the case. The reporter stated that x-rays were taken throughout the case and no x-rays were taken as a result of the piece falling into the patient. The reporter stated that they had not received any complaints from the surgeon regarding the patient's condition and that there were no injuries to the patient. The reporter stated that there were no injuries to the patient. The reporter stated that surgery was completed with a spare attachment device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.